Event description:
The account stated that the axsym rubella- igg reagent has generated false reactive results on a patient sample. The first tube was tested in 2008 and the result was positive (13.6 iu/ml). The second tube was tested at about one month later, and the result was positive (12.3 iu/ml). The third tube was tested in 2009, and the result was in the gray zone (9.7 iu/ml). The account stated that tube 3 was suspect and was sent to a reference lab. At about two days later, the tube was tested by the vidas rai technique, and the result was negative. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). A review of the complaint data was performed to assess the performance of the assay. The complaint activity was normal for the issue under investigation. The customer observed a false reactive patient result while using axsym rubella g, list number 03b23, lot number 67969m101. The patient sample tested negative using a different methodology (vidas rai). To investigate the customers issue, we reviewed customer complaints received to-date to determine if others have experienced the issue encountered at the customers facility. Our review of this data did not identify any product performance issues. Specifically, we did not see an increase in the number of complaints related to false positive results while using the reagent lot number in question. Using kits stored at our facility, we evaluated assay performance by testing with panels that are used in the manufacture of the axsym rubella g product. We wanted to determine whether patient results are impacted using the reagent lot in question. Our testing results show that patient results are not impacted. The customer was referred to the axsym system operations manual, observed problems, results erratic, discrepant and/or imprecision, for an explanation of the various conditions that might be the source(s) of the aberrant results observed. Based on the investigation we have conducted, the axsym rubella igg assay is performing acceptably. This is the final report.

Event description:
According to the reporter, while performing routine testing, the device would not power on in battery. There was no pt associated with the report.